Event description:
Patient revised to address his complaints. Found polyethylene wear of insert and loosening of tray and femur as well as tibial subsidence.

Manufacturer narrative:
Examination was not possible, as no product was returned. A search of the warsaw and international complaint database did not find any add'l reports of this nature for the product code/lots provided since their respective release for distribution. The investigation could not verify or identify any evidence of product contribution to the reported problem. It would not be unreasonable to expect some wear after approx 10 years of implantation. Based on the investigation, the need for corrective action is not indicated. Should additional info be rec'd, the investigation will be reopened. Depuy considers the investigation closed.